Event description:
It was reported that this right atrial (ra) lead exhibited noise and it was noted that the noise was oversensing. Additionally, this lead was damaged and pacing was not delivered when required. This lead was explanted and new lead was placed. No additional adverse patient effects were reported.